Event description:
High temperature cautery was utilized by medical staff and discarded after use along with other items used for procedure. Discarded unit continued to heat, melting the case and exposing the heated unit to flammable items in waste receptacle. Nurse discovered smoke coming from waste receptacle in dirty linen room and reached in to reassess problem. In turning over the bundle used for procedure, extra oxygen supply caused the bundle to burst into flames. After pulling fire alarm activator, nurse was able to extinguish fire and minimized situation. Receptacle was then removed from building by facilities personnel.